Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation . Not returned.

Event description:
As reported in medwatch mw5109163: knee replacement, simplex hv cement used. Cement failed breaking away from the patella, resulting in knee revision surgery 2022. Cement supposed to last 15 years like the devices.

Manufacturer narrative:
Additional manufacturer narrative reported event an event regarding crack/fracture involving unknown simplex cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # rm2022/046. Immediate action check of batch documentation of possible batches, no deviations. Root cause aseptic loosening, patient-specific cause presumably final risk assessment it is not known what batch was used. Therefore we cannot do any actions. Aseptic loosening could have been caused by behaviour of the patient and physician during the operation. We suggest that consideration be given to the physician¿s training. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Event description:
As reported in medwatch mw5109163: knee replacement, simplex hv cement used. Cement failed breaking away from the patella, resulting in knee revision surgery 2022. Cement supposed to last 15 years like the devices.